Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an patient presented remotely via merlin.net with episodes of appropriate automatic mode switches caused by atrial fibrillation (af) sensed on the atrial lead. However, there were instances of under-sensed af at times. Physician planned to continue monitoring the patient. Patient was stable after the event.